Manufacturer narrative:
The product was returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This is an approved lens/cartridge combination. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have bene made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer called to report that during her intraocular (iol) implant procedure, the iol was noted to have damage after it was inserted in her eye. The lens was removed and a back up lens was implanted. The next day after surgery she said she couldn't see well, and her surgeon told her it was due to the iol having to be cut and removed, which caused minimal corneal edema. In a follow up with the surgeon, he reported that after the iol was inserted in the patient's eye he noted that the haptic was damaged, so he cut and removed the iol without wound enlargement. He said the patient had a slight increase in corneal edema beyond the normal expected postoperative edema, which he said was due to the extra maneuvering of the iol in the process of taking it out of her eye. Although he initially thought the edema would resolve in four to five days, it actually persisted beyond a week. The patient's vision was affected, but was improving. Additional information was requested.